Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm evaluated the unit and replaced the batteries to address the failure. The stm then completed the pm with full calibration. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The initial reporter named in block is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), the batteries of the cs300 intra-aortic balloon pump (iabp) failed the battery run test. There was no patient involvement; thus no adverse event was reported.